Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they got zapped when they placed the programmer on the implantable neurostimulator (ins) site and noted that they had just changed the batteries in the programmer. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they got zapped when they placed the programmer on the implantable neurostimulator (ins) site and noted that they had just changed the batteries in the programmer. No further complications were reported or were expected. Additional information was received. Patient reported that the cause of the zapping was batteries went out on remote so she replaced them and once replaced set voltage when she had it before batteries went out which was 4.5v. Patient states it was down too low or not in the right spot so it zapped her very bad where it hurt and that was like it was getting shocked in private area. Stimulation was reduced to 3.2v and will kept it lower and called their healthcare provider to make an appointment with them. Patient also reported that they still go to the bath room more. No further complications were noted or anticipated.